Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to log in to the system. The device displayed the following error message unexpected data error occurred. Dsclient oltp requested by login, and object reference is not set to an instance of an object. The user tried reboot but was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was corrupted. A technical support specialist dialed into the station installed new data base the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.